Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire; bending angle in up direction and the play of up/down knob does not meet specifications. Chips, cracks and scratches found throughout the device. Mouthpiece is loose, adhesive around objective lens is peeled, connecting tube has a wrinkle, electrical connector has discoloration. Due to water leakage, and due to a scratch on objective lens; the image has dark area partially. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera gastrointestinal videoscope had a bad image. Vertical line on the right. During inspection and evaluation, there is foreign material in the secondary feed port. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material at the auxiliary water channel outlet occurred due to insufficient cleaning (handling issue). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. [Inspection of the auxiliary water feeding function] 1. Attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube (see figure 3.29). Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion tube.¿ olympus will continue to monitor field performance for this device.